Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, noise interfering with diagnostic recording was noted on the right atrial lead. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.